Event description:
Procedure type: laparoscopic sleeve gastrectomy. According to the reporter: three fires were made properly, but when the surgeon was ready to make the fourth fire, he did not realize that the bougie tube had done a loop. Therefore, the bougie tube was grasped at the tip of the cartridge when the surgeon closed the jaws. The surgeon thought that everything was ok, and started the fire. After that, he realized that there was a small hole at the wall gastric (about 5 mm), just at the end of the stapler line. The surgeon was able to solve the problem because the bougie tube was not stapled, and the surgeon only had a small cut on it (about 3 mm), so the bougie tube was free. The surgeon sewed up the wall gastric hole with two stitches. After that, two more fires were made properly. There was not any more incident at the procedure. There was no reinforcement material used in conjunction with the stapling device. There was no unanticipated tissue loss as a result of this problem. There was no bleeding, no tissue damaged and/or no delay.

Manufacturer narrative:
(B)(4).